Event description:
Patient was intubated with a cobra 2-channel 7.0mm endotracheal tube lot # 071416c, exp. Date 01/31/2019. No reading could be obtained on the nim monitor, a new monitor was brought in with the same result. Tube was determined to be defective. Patient was reintubated with another tube. Manufacturer response for endotracheal tube, neurovision ett (per site reporter): unknown at this time.